Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06057. It was reported that an asymptomatic patient presented remotely via merlin on demand with automatic mode switch - ams episodes caused by myopotential over-sensing on their implantable cardioverter defibrillator - ICD device and atrial lead. No intervention was performed. Patient will continue to be monitored. Patient condition was stable after the event.